Manufacturer narrative:
Device evaluated by MFR the returned product consisted of a ffr comet pressure wire not connected to the ocb cable. The tip, device shaft, sensor housing and the coefficient values was examined for damage or any irregularities. The shaft showed a detached tip. The detached portion was 38cm long. The sensor housing was clear of body fluids. The separation is consistent with the reported event that the wire got caught on the strut of the stent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing could not be completed due to the severity of the damage.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that it was difficult to cross the lesion. A ffr procedure was being performed on an 80% stenosed, severely calcified lesion in the right coronary artery (rca). The comet pressure guidewire was inserted but could not cross the lesion in the rca where a stent was previously implanted. The guidewire was removed from the patient and the procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed a shaft tip detachment.